Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted on 08-may-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 08-may-2021 for a procedure on (B)(6) 2021 on system (B)(4). It was noted that there were five ground pad warning messages within approximately a two and a half minute time span, indicating ¿ensure grounding pad is oriented correctly¿. While there were various other information and communication messages, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Monopolar curved scissors (mcs) pn: 470179-19 // ln: n10201207-0123 // sn: (B)(4) was recorded as being used once during the procedure and it had 8 of 10 uses remaining; it has been used in two subsequent procedures. The reusable endoscope was used in a subsequent procedure and both other reusable instruments, a force bipolar and mega suturecut needle driver, were used in multiple subsequent procedures through their respective end of uses. A site complaint history review shows no complaint filed against any of the instruments. There is no allegation of a product failure that would be classified as a reportable malfunction or evidence that an isi device malfunctioned in a way that could contribute to an adverse event. It was confirmed that there was no specific allegation of a malfunction of a da vinci system, instrument, or accessory and no alleged mcs instrument energy issue or malfunction by the surgeon of record. Additionally, the mcs instrument in use during the procedure has been used in two subsequent procedures with no known complaint filed against the instrument. Further, the surgeon of record did not allege an instrument issue. The surgeon of record attributed the cause of the event to surgeon error. The surgeon said that this was her ¿first day doing a robotic hysterectomy¿, that she ¿doesn't ever use monopolar¿, and that she was ¿uncomfortable and anxious¿ to excise with an mcs instrument due to the proximity of endometriosis and the rectum, but did so anyway. However, it was alleged by a follow-up general surgeon that the patient sustained a perforated rectum from alleged thermal spread of an mcs instrument during a da vinci procedure, which required unspecified repair in a second surgery to resolve. While the instructions for use manual states the following cautions/warnings related to thermal spread of energy instruments: da vinci I&a user manual pn: 551457-05: ¿warning: thermal spread adjacent to target tissue may result in unintended burns to surrounding tissue.¿ at this time, the root cause of the post-operative complication and additional surgical intervention is unknown.

Event description:
It was initially reported that after a completed da vinci-assisted surgical procedure to ¿excise endometriosis¿ on (B)(6) 2021, the patient returned to the hospital ¿with a perforation in the rectum¿. There was no report of intra-operative complications during the initial procedure and it completed robotically with no known patient injury. The patient underwent a second surgery and ¿received a colostomy¿. On 06-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted hysterectomy ¿with endoresection¿ procedure on (B)(6) 2021, the patient returned to the hospital on (B)(6) 2021 exhibiting symptoms of acute abdominal pain and a ¿non-robotic exploratory laparotomy¿ was performed on (B)(6) 2021 by a different surgeon. The follow-up surgeon alleged that there was ¿a perforation of the rectum¿. The follow-up surgeon repaired the rectum by unspecified means and placed a ¿short-term colostomy¿ to, ¿allow for rectal healing¿. The second procedure completed without incident. The patient was reported as doing well.